Event description:
It was reported that pressure set 15 m bcv priming cap 185cm had flow issues. The following information was provided by the initial reporter: "in this infusion system, the controllability is as follows: wheel up free flow, slow closing, regulating down is accompanied by the decrease of flow rate".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/9/2021. H.6. Investigation: three 03501412321h samples from lot 20210122 were received for investigation; the samples were all received in opened packaging and with residual fluid present in the line. The samples were sent to the bd product test laboratory in order to perform infusions at various different infusion rates; in each instance no issues were observed when setting up the infusion with rates of 30, 60, 90 and 120 drops/min achieved. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co. Ltd, for investigation. A review of the production records from lot 20210122 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure set 15m bcv priming cap 185cm had flow issues. The following information was provided by the initial reporter: "in this infusion system, the controllability is as follows: wheel up free flow, slow closing, regulating down is accompanied by the decrease of flow rate".